Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, may 15, 2017.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted june 6, 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.